Event description:
The account alleged the brakes at the foot of the stretcher are able to set brake steer pedal into brake mode but brake casters do not hold. No pt impact.

Manufacturer narrative:
The account found the brake mechanism that puts the stretcher into brake steer was missing a bolt and was disconnected. The account reconnected the turnbuckle on the brake mechanism to resolve the issue.